Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5169400 / 5169406.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming's offered. All device components were explanted and will not be returned.